Event description:
In 2008, the patient was implanted with gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. In 2009, a reintervention was done to address a type iii endoleak. Another gore tag thoracic endoprosthesis was used to reline the previously placed gore tag thoracic endoprostheses. A completion angiography was not performed due to the patient's limited renal function. A follow-up with the patient will be done in one month. The patient tolerated the procedure and no further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempts to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.